Event description:
Inspected 1 opened/used sensor and performed a solution test and sensor failed per spec. No isig readings detected. Checked lab transmitter for proper use and operation using tool (B)(4) and transmitter passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Inspected 1 opened/used sensor and performed a solution test and sensor failed per spec. No isig readings detected. Checked lab transmitter for proper use and operation using tool (B)(4) and transmitter passed.